Event description:
A malfunction code malf 12 was reported by the customer. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump and to report back if any issues arise again.